Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure date (dd/mm/yyyy)?(B)(6) 2025. What date did the reaction occur on (dd/mm/yyyy)? 10/09/2025. Do you have any pictures of the reaction? No photo was there any medical or surgical intervention performed to treat the patient (re-operation; prescription medication)? If so, please specify. The suture was removed on (B)(6) 2025, and the allergic reaction subsided within 3 days. If medication was required, please clarify if it was prescription strength. No medication was reported; debridement and suture removal were performed. Can you identify the lot number of the product that was used? Product number: 734h, lot: unk what is the most current patient status? The allergic reaction resolved after suture removal; no further symptoms reported. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon¿s name?

Event description:
It was reported that a patient underwent a free gingival graft on (B)(6) 2025 and suture was used. An oral allergic reaction occurred. A periodontal pack was applied on the day, and the plan was for the periodontal pack to be removed and the stitches to be removed on (B)(6) 2025, but the periodontal pack came off on (B)(6) 2025 and the patient complained of rough gums. The maxillary gingivectomy was performed, and integra was placed and the area sutured, there are spots of inflammation where the suture had passed through. The inflammation subsided 3 days the suture was removed. Regarding the patient background information, there was no particular medical history or allergies. The patient's gums were also rough at the time of the implant placement operation. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's weight, bmi at the time of index procedure. This information was not available. The diagnosis and indication for the index surgical procedure? Free gingival graft procedure (periodontal surgery). On what tissue was the suture used? Oral gingival tissue. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Gingival tissue; condition not explicitly stated, but patient had prior gingival irritation history. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No suture deficiency or anomaly reported; reaction was attributed to allergy, not product defect. Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Local allergic reaction in oral cavity at suture site; inflammation noted at points where suture passed through tissue; severity mild to moderate; resolved after suture removal. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. This information was not available. Does the patient have a known allergic history to any medical devices, food and/or medication? No known allergic history reported. Was allergy testing performed? If so, please describe with results. No allergy testing performed. Are there any photos available? This information was not available. Other relevant patient history/concomitant medications? No significant history reported; patient previously had gingival irritation during implant surgery ((B)(6)). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Physician¿s opinion not provided; event suspected to be allergic reaction to suture material. Surgeon¿s name? This information was not available. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.